Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that an unspecified stent was implanted in a de novo, moderately calcified, moderately tortuous left circumflex coronary artery. A small perforation was noted distal to the stent. The 2.80 x 26 mm graftmaster covered stent failed to cross due to anatomy. Balloon angioplasty was performed with an unspecified balloon to treat the perforation. There were no adverse patient sequelae and no clinically significant delay in the procedure. No additional information was provided.